Event description:
The customer stated that his meter was reading erratically. He tested his blood glucose and rec'd readings of 250 and 102 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The customer refused to troubleshoot and ended the call. No product will be available for eval.